Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not recognize pads when connected to a patient. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however, there was no adverse event reported.